Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013 the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inflation/deployment failure was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the right coronary artery. The 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced without issue; however, the stent would not deploy. It is unknown what pressure was applied to attempt to deploy the stent. The sds was removed without issue and the stent was confirmed to be tightly crimped on the balloon. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.